Manufacturer narrative:
The device was not returned for evaluation. Production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a review of the complaint history did not indicate a lot specific quality issue. The investigation was unable to determine a conclusive cause for the reported difficulties. Factors that may contribute to suture separation during knot advancement include, but are not limited to, user technique ( tensioning angle not coaxial) or suture/ nick damage. The unexpected medical intervention appears to be related to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that suture placement in the right common femoral artery was attempted with two prostyle device using the pre-close technique via a 9f sheath hole prior to an endovascular aneurysm repair (evar) interventional procedure. The sutures of two prostyle devices were successfully placed. The sheath was upsized to an 18f sheath and the evar procedure was completed. Reportedly during suture management of the first prostyle device, the blue suture separated. Complete hemostasis was achieved with the second preplaced suture; however, z-suturing was added as a precaution. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.